Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 5895759, 02-020-13-0320 - truliant cr cem fem cr cem right sz 2 5815939, 02-022-47-2009 - truliant tib imp cr ins std sz 2, 9mm 5376583, 1400-ag - cemex gento low viscosity 40g kit ab3885, 200-02-35 - three peg patella 35mm 6038558, 204-32-01 - fluted stem extension 11l x 12 mm 5775056, 204-70-00 - tibial stem ext. Screw 6018930.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient was revised due to wear in the liner/tibial components. The tibia, liner and patella were revised to exactech products. There was no surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
H3: the revision reported was most likely due to prosthesis wear. It is possible that a contributing factor to the wear of the tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was provided. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: h6-clinical codes, medical device problem code and component code. D10: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t (B)(6), 02-020-13-0320 - truliant cr cem fem cr cem right sz 2 (B)(6), 02-022-47-2009 - truliant tib imp cr ins std sz 2, 9mm (B)(6), 1400-ag - cemex gento low viscosity 40g kit (B)(6), 200-02-35 - three peg patella 35mm (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm (B)(6), 204-70-00 - tibial stem ext. Screw (B)(6).

Event description:
It was reported via legal documentation that approximately 36 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. Revision surgery operative notes were provided. Post operative findings noted significantly loose patella and tibial components with bone loss medially and a fractured polyethylene anteromedially and posterolaterally. Intraoperatively it was noted the femur demonstrated it did not appear to be loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, tibial loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.